Event description:
A 38 yr old white female g2p2 status post bilateral subglandular transaxillary 200cc dow corning gels in 1981 for augmentation. She had immediate contracture. She felt something happen on the right. MRI then positive for rupture. Rashes briefly. Exam positive for right grade IV contracture and left grade ii. Otherwise healthy.